Event description:
A malfunction was reported, displaying code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if any further issues occurred.